Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 shunt system was manufactured by a qualified employee in august 2019. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav® 2.0 shunt system is comprised of a progav® 2.0 adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o and a shuntassistant® 2.0 fixed pressure valve with a fixed pressure range of 25. The shunt system was inspected as article f643t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that both valves have blockages. Adjustment test: the progav® 2.0 was tested and is not adjustable throughout the normal range. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, some deposits were found in both valves results: based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. The progav®2.0 was non- adjustable this is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operating in overdrainage and was difficult to adjust. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 113 centimeters (cm). Weight: (B)(6). Gender: female.